Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. J orthop trauma, 25:76¿83. Device is an unknown plate, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: glassner, p., and tejwani, n. (2011, february). Failure of proximal femoral locking compression plate: a case series. J orthop trauma, 25:76¿83. The authors conducted a retrospective chart review of ten patients at level one trauma centers and tertiary referral hospitals who underwent open reduction and internal fixation with a synthes device, proximal femoral locking compression plate (pf-lcp). Seven case studies, average patient age 56.7 years (range, 36-72 years), were presented. A (B)(6) male with significant smoking history presented with a two year old pertrochanteric nonunion after gunshot wound. Previous treatment included open reduction internal fixation followed by hardware removal after failure; treatment with blade plate, osteogenic protein 1 and electric bone stimulator for aseptic nonunion which failed at two months. Revision surgery was performed with pf-lcp. Approximately two weeks postoperatively, the pain of the patient worsened. He was found to have hardware failure at the screw plate interface proximally seen radiographically. The patient stopped smoking, was revised to a cephalomedullary nail and, ten months postoperatively, has a healed nonunion. The authors concluded that there appeared to be a high failure rate even though the devices were implanted by experienced surgeons. They indicated the implant failures may have been due to technical issues and patient factors. This is report 1 of 1 for complaint (B)(4). This report is for an unknown proximal femoral locking compression plate. A copy of the journal article is being submitted with this medwatch.